Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES multiple pockets in drawer 5.2 were not detected on the bus. The customer was unable to recover the pockets using the "Recover Storage Space" option, and rebooting the machine did not clear the "Not on the Bus" error. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 25-APR-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 was not on bus and unable to recover. A Field Service Engineer (FSE) found cubies in main drawer 5.2 pockets B1 and B6 not detected on the bus. The station was shut down, drawer connectors were reseated, and the system was rebooted. Hardware Testing Application confirmed all cubie passed testing, and Drawer 5 functioned properly after customer inventory. A broken hard stop sensor was identified and replaced, restoring normal operation. The system functioned as intended after the field service engineer repaired the device.